Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that while treating a patient with acute myocardial infarction, the hospital used an iabp therapy. The guidewire was successfully inserted, followed by the mega 50cc balloon catheter. Once the balloon reached the designated position, the device was activated, but an inflation failure was indicated.the balloon was withdrawn, and a new balloon was not used. No harm to the patient was reported.